Event description:
A malfunction was reported on the customer's pump, indicating a momentary power loss to the vibrator motor with malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. To resolve the issue, a replacement pump with updated software was sent to the customer, and instructions for returning the faulty pump were provided. The customer will use multiple daily injections (mdi) as backup insulin therapy until the replacement is received. Training and additional support were offered through the tandem source account.